Event description:
The caller reported something inside of the warmtouch 5200 unit was burning and the unit began smoking. He had no information on what the settings were or anyway of knowing who was using the unit. He stated he knows it was in march and there was no patient incident.

Manufacturer narrative:
The warmtouch 5200 was returned to manufacturing for failure investigation. Investigators testing the unit found it worked properly for 20 minutes, and then they smelled something burning. They discontinued testing and opened up the unit. They discovered that a connector showed signs of heat damage which is known, and has been previously investigated. The warmtouch 5200 patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.